Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous superficial femoral artery. The emboshield nav6 embolic protection system was advanced and placed at the vessel behind the lesion via the barewire; however, it could not be opened. Another attempt was made and the white handle could not be pulled out and the filter would not deploy. The entire device was pulled out again; however, became stuck in the sheath. The device had to be surgically removed via cut down. A new filter was then inserted and was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous superficial femoral artery. The emboshield nav6 embolic protection system was advanced and placed at the vessel behind the lesion via the barewire; however, it could not be opened. Another attempt was made and the white handle could not be pulled out and the filter would not deploy. The entire device was pulled out again; however, became stuck in the sheath. The device had to be surgically removed via cut down. A new filter was then inserted and was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported deployment failure and entrapment of the device could not be confirmed due to the condition of the returned product. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after the failed attempt to deploy the filter, the entire device became stuck in the sheath and had to be surgically removed as a result. It may be possible that the sheath and emboshield delivery catheter were kinked preventing the ability to deploy the filter and causing the delivery catheter to become stuck in the sheath during the attempt to withdrawal the device. However, this could not be confirmed. The surgical intervention to remove the device was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.